Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. No lot release records were reviewed, as the product lot number was not provided. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly.

Event description:
It was reported that the cannula deployed early, indicating a failure of the needle mechanism. The pod was not worn, and the blood glucose (bg) levels were unaffected.

Manufacturer narrative:
The needle mechanism assembly components were thoroughly observed and no damages or defects were observed that would cause the needle to deploy early, nor did the download data indicate this. It could not be determined when the device deployed. The needle mechanism was observed to be working as intended. The cause of the reported event could not be determined.